Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation, however constant fail battery alert appeared. Unit was downloaded successfully using (thump software) for reference. Baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on 01/28/2026 10:23:00 after more than 7 days at 11.62 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Due to fail batt alarm, unit cannot undergo sleep current measurement, active current measurement, and self test. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection no moisture or damage was noted on electronic assembly. Unit also received with the following cosmetic damages: scratched case, cracked case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken battery tube threads, serial number label missing, pillowing keypad overlay, and cracked case-corner of belt clip rails. In conclusion, customer concern for blank display was not confirmed during testing. Unit powered up properly after battery installation, however, unit was received with constant fail batt alarms. Problem isolated to electronic assembly. Customer concern for cracked battery tube case was confirmed when broken battery tube threads and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged damaged pump with no power, lost battery cap, cracked battery tube threads and blank display. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and damage affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.